Event description:
The account alleged that the brakes do not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.